Event description:
A male patient with diabetes and peripheral neuropathy was brought to ultrasound for swelling in the right lower extremity. Ultrasound technician could not visualize calf veins due to resolution and penetration of philips hd11 ultrasound.